Event description:
Nurse was called to insert an IV in a patient for their echo. She withdrew the intima IV from its original packaging and the needle punctured through the plastic catheter. This was noticed, the item was put aside, and not used. The echo tech reported that is the third time this had happened with the intima IV.